Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing and noisy signals. An alert was noted for atrial arrhythmia burden. Technical services (ts) was consulted and explained the device appear to be working as intended. X-rays were performed and leads remains in stable position. The device remains in service. No adverse patient effects were reported.